Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a abdominal aortic aneurysm (aaa) procedure in the right and left common femoral arteries. Reportedly, when attempting to place the proglide in the right and left common femoral arteries the suture broke. A second proglide device was place in the right and left common femoral arteries and following the aaa procedure hemostasis was achieved. After placement of the suture using the pre-close technique the sheath was upsized from a 6fr to a 23fr. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A suture break can be influenced by, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. Based on the investigation, the cause of the observed suture break could not be determined. The lot history record for this product was not reviewed and a query of the complaint database was not performed because the lot number was not reported. There was no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.